Event description:
Event description guidant received information that upon interrogation this implantable cardioverter defibrillator (ICD), which is included in an advisory population, was at end of life upon interrogation. There was an allegation that there were no tones emitted.

Manufacturer narrative:
The product is currently being analyzed by the reliability assurance laboratory. Upon competion of the analysis, the event will be updated. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Event description:
Event description guidant received information that upon interrogation this implantable cardioverter defibrillator (ICD), which is included in an advisory population, was at end of life upon interrogation. There was an allegation that there were no tones emitted.